Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the distal end was cracked. The distal end adhesive was lifted. The insertion tube bending section cover adhesive was lifted. The switch head was damaged. The plug body production labels were damaged. The suction connector had water ingress due to leakage. There was interference evident in the image. The electrical safety was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white crystallized contamination was identified in the jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer did not provide a cleaning disinfection and sterilization information. Therefore, it is unknown if there were any deviations from reprocessing steps at the material residue point. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.